Event description:
It was reported that, "the pt had to return to a hospital in early (B)(6) 2009 due to infection."

Manufacturer narrative:
The following devices were also listed in this report: scorpio m-dome x-3 patella; cat # 73-20-0110,lot # 750r. Series 7000 standard tibia; cat # 7115-0011, lot # oplmpe. Scorpio nrg x3 ps tibial insert #11 10mm; cat # 82-7-1110, lot # 8eemrd. It cannot be determined which, if any, of these devices may have caused or contributed to the reported pt infection. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.